Event description:
It has been reported to philips that fluoroscopy could not be performed. There was no reported patient or user harm. The field service engineer (fse) replaced the control unit of the machine room x-ray generator, and the device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used before planned examination. The procedure got delayed and later completed by switching off & on the main breaker. A philips remote service engineer (rse) examined the system remotely and confirmed that fluoroscopy could not be performed. Review of the log files shows an error on the control line between the generator and the main cabinet. Upon troubleshooting rse suspected that x-ray generator is not powered on and suggested onsite repair action. To resolve the issue, fse replaced the control unit of the x-ray generator in the machine room. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.